Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was fully intact with no damage or peeling observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of moisture or contamination was found. There were two pump case cracks near the upper and lower corners of the display lens were observed. A leak test was performed and leaks were found at the cracks in the pump case. The pump case was removed and moisture corrosion was observed on the printed circuit board and other internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all of the keypad buttons were intermittently unresponsive and there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.